Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that like the other scenario described the other day, the resident felt resistance upon filling the balloon, but no mention of an audible pop in this instance and team saw fluid flow. They noticed when foley slipped out and they replaced with another with same lot number and was fine. New foley needed to be inserted.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that like the other scenario described the other day, the resident felt resistance upon filling the balloon, but no mention of an audible pop in this instance and team saw fluid flow. They noticed when foley slipped out and they replaced with another with same lot number and was fine. New foley needed to be inserted.